Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The manufacturing representative reported the patient had discomfort while charging. When they would charge longer than 30 minutes they would get redness about 3-4 inches away from the stimulator site. This had been occurring the past 6 months. The patient had also gained weight about 8 months prior and the stimulator was somewhat tilted in the pocket. When they put cloth between the recharger and skin it felt warmer. Therapy was fine and there were no "temp out" abortions when charging. The patient charged while sitting in a chair so it was recommended they attempt to lie down and charge to see if coupling can be obtained with less compression on the site. They reviewed the redness could be a result of compression due to weight gain and tilted stimulator. Goal was to attempt better coupling with less recharging time and less compression on site. Device interrogation revealed impedances were within normal limits. The patient was going to try new positions for recharging. Outcome was unknown but the consumer was going to contact the manufacturer if they had any additional issues. Patient indication for use was post lumbar laminectomy syndrome.